Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an increase in capture thresholds, an impedance issue, and an unspecified sensing issue. The lead was explanted and replaced. There were no adverse consequences to the patient.